Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual examination confirmed the insulation was stretched, but intact, and the suture tie-down was tight around the electrode. An x-ray showed the high voltage conductor was fractured at the distal weld. Resistance tests were completed to assess electrical performance and inner insulation integrity. The electrode was not electrically continuous due to the fracture. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations, and concluded that the fracture and insulation and lead body damage was consistent with induced damage related to pulling on the electrode during the explant procedure.

Event description:
It was reported that this electrode exhibited oversensing of noise in the secondary sensing vector that resulted in storage of two untreated episodes. Technical services (ts) reviewed the stored episodes and discussed the noise appeared to be consistent with electromagnetic interference (emi). Ts discussed the option of programming to a different sensing vector and discussed performing patient isometrics. Noise was able to be recreated in both secondary and primary, however, not in alternate. Ts discussed the noise may be suggestive of emi or myopotentials. It was reported that the patient recently started attending a gym. Ts discussed the option of obtaining an x-ray. The physician suspected an electrode fracture. Surgical intervention was undertaken. The electrode was explanted and replaced. After explant, visual observation noted the insulation was excessively stretched and the suture tie down was tight around the electrode. A fracture was not confirmed. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this electrode exhibited oversensing of noise in the secondary sensing vector that resulted in storage of two untreated episodes. Technical services (ts) reviewed the stored episodes and discussed the noise appeared to be consistent with electromagnetic interference (emi). Ts discussed the option of programming to a different sensing vector and discussed performing patient isometrics. Noise was able to be recreated in both secondary and primary, however, not in alternate. Ts discussed the noise may be suggestive of emi or myopotentials. It was reported that the patient recently started attending a gym. Ts discussed the option of obtaining an x-ray. The physician suspected an electrode fracture. Surgical intervention was undertaken. The electrode was explanted and replaced. After explant, visual observation noted the insulation was excessively stretched and the suture tie down was tight around the electrode. A fracture was not confirmed. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.